Event description:
It was reported via repair work order that the side rail could not remain latched due to a damaged weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the issue was resolved for the customer by replacing the stretcher.